Event description:
Customer reported the unit would not power up. Customer reported there was pt involvement, but no adverse pt outcome. The unit was being used for monitoring purposes only. Service rep duplicated reported condition. Device was repaired and returned.